Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported device had displayed red arrow above system on keypress was not identified during the customer call. Tech support recommended to re-flash the operating system software back onto the 8015 as a solution to the issue.

Event description:
It was reported that the device had displayed red arrow above system on keypress. There was no patient involvement. Upon troubleshooting with manufacturer tech support, it was noted the customer identified error 800.8000 in the error log history several times. The device end of service. Tech support recommended customer to re-flash software. Customer to monitor unit for any re-occurrence of the error code and repair/replace the logic board if device errors with same error code.